Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that fourteen days following a cataract extraction with intraocular lens (iol) implant procedure, the patient developed endophthalmitis. An intracameral injection of a cephalosporin antibiotic was performed following surgery. Conjunctival inflammation, aqueous cell, hypopyon, and moderate vitreous inflammation were noted on exam. The patient reported soreness and cloudy vison. The patient was treated with an intravitreal injection of a glycopeptide/cephalosporin antibiotics, oral, and topical antibiotic, and topical non-steroidal anti-inflammatory medication. The symptoms have resolved. Additional information has been requested and received.